Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was unknown. The customer's mother stated that the customer was unavailable to speak. Advised the caller to perform an infusion set change if he was not able to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.